Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated at hull royal infirmary in (B)(6) 2025 with hyperglycemia. The patient could not provide the exact date of the event. The patient's blood glucose levels reached 19.8 mmol/l (356 mg/dl) while wearing the pod between 5 and 24 hours on the arm. It was reported that the pod was leaking insulin. The reported symptoms include anxiety, shaking, and thirst. The patient was treated with an insulin drip in hospital, and was discharged after 8.5 hours. The pod was removed in hospital.